Manufacturer narrative:
The filter housing cracked when attached to the introducer. No cracks were found in the filter housing. Filter was in storage tube with bottom four feet protruding from storage tube. Review found that the lot number for the y-adapter was one of the following: 61627x-1, 61665x-1, or 61761x-1. Lot number for the storage tube was 57914-1. Lot number for the antecubital catheter was 60166-2. No deviations from standard procedures in assembling the lot occurred. Filter housing was not cracked.

Event description:
The filter housing cracked while being attached to the introducer. The entire system was removed and replaced with a competitor's system. The procedure was completed without further delay or complications.